Manufacturer narrative:
Received three (3) used. List #d1000, tego¿ connector, appx 0.05 ml; lot #13943704. As received, all three samples had a collapsed seal. A blood occlusion was observed in sample 1. Blood clot was flushed with a syringe. No other damages or anomalies were observed. The returned sample were flushed, and no flow restriction were observed, additional each of the sample were leak and vacuum tested as per procedure, the 3 samples met the product specification. Complaint of connectors unable to flush can be confirmed based on the 3 returned samples. The probable cause of the condition is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
It was reported that, on an unknown date, a tego¿ connector was found to be occluded during patient use. It was stated in the report that, they had two tego¿s that could aspirate but not flush there was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.